Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to symptoms related to diabetes ¿ customer feeling shaky note: manufacturer contacted customer multiple follow-up calls to find out customer's condition and to ensure that the initial concern was resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-4). Sister-in-law is calling on behalf of the customer. At the time of the call the customer reported feeling shaky; medical attention was not needed at the time. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2022 and open vial date is 12/2020. Customer's sister-in-law says that meter is reading a result when testing on herself and customer's daughter, but not for the customer. Customer was unable to troubleshoot and no further information was provided.